Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (unknown model). Peri-procedure, the patient was anti-coagulated with angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was tested during prep, then the device was inserted into the sheath and after the second point of resistance, the device came out of the sheath. The balloon was tested once again and the stopcock was locked. It was noticed that the inflation indicator was going down along with the balloon. Since access was maintained, a second mynxgrip vascular closure device 6f/7f was tested and inserted into the sheath. After the physician locked the stopcock, the physician noticed the inflation indicator was going down along with the balloon (after the second point of resistance). It was reported that the balloon "popped against the sheath". The second device was removed and since access was maintained the physician chose to close with a device from another manufacturer.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a micro tear in the balloon distal tip, approximately 4mm from the balloon proximal tip. No other source of a leak was identified. Based on the information provided, the investigation performed and no returned procedural sheath for physical investigation, the root cause of the tear could not be determined. However the physician noted that the balloon ruptured due to contact with the sheath. The review of the lhr (lot f1228506) indicated that the device lot met all established performance criteria prior to shipment. See medwatch report 3004939290-2012-00474 for the first device.